Manufacturer narrative:
(B)(4). The initial event of peritonitis occurred on an unspecified date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd894725. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis. The patient was treated with unspecified antibiotics for the event and later discharged from the hospital. The patient had been recovering from the event, however, about two months later, the patient experienced an episode of recurrent peritonitis. The patient was re-hospitalized for the event. It was reported that the patient had been septic for a few days prior to the hospitalization. On an unknown date, peritoneal dialysis therapy was discontinued and the patient began hemodialysis. While hospitalized the patient experienced seizures and went into a coma for five days. The patient was treated with unspecified antibiotics. The patient remained hospitalized and had not yet recovered from the events. No additional information is available at this time.